Event description:
It was reported that the patient underwent a revision approximately 6.5 months post-implantation due to dislocation and infection of a hemiarthroplasty. The bipolar head and femoral head were exchanged. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat#: 00500104800, lot#: 65576977, shell 48 mm o.d. Cat#: 30.00.49-080, lot#: 3229793, stem ms-30 8 polished. Cat#: 01.00358.010, lot#: 3241627, distal centralizer 8/10 ms-30. Cat#: 00801102020, lot#: 67377078, allen medullary cement plugs 1-20 mm diameter flange/10 mm diameter core store in cool dry place. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.